Event description:
Pt reported obtaining a blood glucose result of 525 mg/dl at 9:00 am, while using the suspect device. Pt stated that, when reviewing entries in her self-test diary, she had written down a value of 205 mg/dl for 9:00 am (strip code on device display was also 205). While on the line with technical support, pt indicated that the device had no power. As such, pt was unable to review the device's memory to see which value was captured. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.